Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a permanent pace maker implant procedure, the tip of a micro puncture access wire detached within the patient's upper pectoral muscle. The physician decided to leave the wire tip rather than try to remove the detached tip from the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar compaints for this lot number were found. Corrective actions are in process.